Event description:
Customer's wife reported the aviva system gave a blood glucose result of 79 mg/dl at a time when the customer was symptomatic of hypoglycemia. Customer was not treated based on the advantage result; wife called emts. Emt meter result an undisclosed amount of time later was 30 mg/dl, customer treated with tube glucose. A request was made for the return of the system and a replacement was sent.